Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative yukon polyaxial screw fracture which occurred during the same surgery. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Device location is unknown.

Manufacturer narrative:
Lot unknown (2): device not returned. H3 other text : device not returned by user.

Event description:
This record is a consolidation of q2 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures two instances of intraoperative yukon polyaxial screw fracture which occurred during the same surgery. The associated procedure was completed successfully with an approximately twenty-minute surgical delay and no adverse consequence to the patient.